Event description:
It was reported to boston scientific corporation in 2008 that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography procedure a week earlier (patient gender, age and weight unknown) according to the complainant, it was difficult to cannulate and the wire was removed from cannula. Then it was found the pathfinder had sp[l]it. The physician completed the procedure with a different device (product and manufacturer unknown). There were no patient complications reported as a result of this event, and the patient's condition was reported as good following the procedure.

Manufacturer narrative:
Visual examination of the returned device confirmed that the guidewire tip was split. The split portion was analyzed with scanning electron microscopy (sem), which revealed fatigue striations along with surface features indicative of a back and forth or cyclic bending motion. The most likely cause of this type of damage is operational context. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.